Event description:
The manufacturer sales representative reported that the device was overheating during testing. There were no adverse consequences related to this event.

Event description:
The manufacturer sales representative reported that the device was overheating during testing. There were no adverse consequences related to this event.

Manufacturer narrative:
The customer reported that the complainant device was that of a different manufacturer, and there is no complaint for a stryker device. The complaint has been forwarded to the FDA by certified mail on (B)(6) 2018.